Manufacturer narrative:
Product ID 3889-28, lot# va0g8lg, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a patient was implanted four days prior and she was no longer feeling stimulation. It was noted that there was a loss of stimulation sensation, the issue began the previous afternoon, and it was ¿working just fine and then all of a sudden she could not feel it anymore.¿ it was reported that the patient could not get it to turn back on, was not able to adjust stimulation, and was unable to communicate using the patient programmer. It was noted that there were still bandages on the incision site and the patient was getting the poor communication information screen. The patient tried connecting without the antenna and had poor communication. Six days later, it was reported that the cause of the event was an inability to program and the patient didn¿t understand programming. It was noted that there was no hospitalization and no injury to the patient.